Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was cracked. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that upon removing from packaging it is noted that junctions and connections are cracking and leaking when fluids are flushed through.